Manufacturer narrative:
Investigation results completed on a smith medical cadd legacy 6400 pump. Event log opened and verified alarm code 1720, however during testing the event could not be duplicated. The complaint could not be verfied during testing but since the event log verfied complaint, the capacitor will be replaced as prevenative maintenance measure. Unknown cause of event. Once action taken to repair the device, testing was done and passed all functional and delivery testing.

Event description:
Device analysis completed on a smith medical cadd legacy 6400 pump.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with a lec 1720. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.